Event description:
During the flushing of a 6f cath diagnostic catheter, it was reported that fluid was noted to be leaking around the proximal part of the catheter. The case was completed successfully with another device. There was no patient injury as the diagnostic catheter was not clinically used. There were no anomalies noted when the device was taken out of the package and the device was prepped following IFU instructions.

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: per product analysis, the body internal surface presented a particle near to the burst. The received catheter was inspected and a burst was found at 5.8 cm from hub. Complaint conclusion: during the prep/flushing of a 6f diagnostic catheter, it was reported that fluid leaked at the proximal portion of the device. There was no reported patient injury as the device was not used in the patient. The case was successfully completed with another like product. No anomalies were noted during removal of the device from the package. The device was prepped as per the instructions for use. The device was returned for analysis. A non-sterile diagnostic catheter cath f6 st+ jr 4 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the received catheter was inspected and a burst was found at 5.8 cm from hub. No other anomalies were observed on the received catheter unit. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter with the intent to flush the unit. During flushing of the unit, leakage was detected at the location where the burst was observed. Sem analysis was performed on the received unit with the following results: the body external surface exhibited evidence of elongation near to the leakage. Elongation is a common characteristic of pieces that are stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The body internal surface presented a particle near to the burst. The particle is composed of elementals; carbon, oxygen, fluorine, aluminum and calcium. The aluminum particle contamination was measured at sem station and the particle showed the following dimensions: particle length of 437.059 microns and particle width of 367.784 microns. X-ray analysis was conducted on the area surrounding the aluminum particle. X-rays showed evidence of braid wire fracture in the area. Also, the proximal part of the unit (the portion near to the hub) was analyzed under x-ray and no anomalies observed in the braid wire. The unit¿s inner lumen was inspected under vision system and it was observed that contamination is formed by an accumulation of smaller particles clustered/embedded in the catheter base/top coat material of unit and is firmly embraced by the braid wire around it. Attempts to dislodge the particle were made, but the particle did not become loose. An investigation was conducted in the catheter assembly manufacturing process to determine whether the aluminum incrustation in the body could have potentially happened during assembly at cdm. The catheter assembly process was reviewed, including the molding process, and neither aluminum tools nor aluminum instruments/equipment was found. Extrusion was notified of the results of the failure analysis in order to further evaluate the complaint unit, as the aluminum contamination was found incrusted within the layers of the catheter body, which is extruded at the (B)(4) facility. A review of the manufacturing documentation associated with this lot presented no issues during the catheter assembly manufacturing process that can be related to the reported complaint. The exact cause of the leakage could potentially be attributed to the aluminum particle detected in the inner lumen which caused an anomaly in the catheter body during its extrusion therefore this event is considered a manufacturing related condition. The complaint reported by the customer ¿diagnostic cardiology catheter-catheter (body/shaft) - leakage¿ was confirmed during analysis which also noted ¿shaft burst¿. Analysis of the returned device, notes an aluminum particle in the inner lumen of the catheter. This may have contributed to the difficulty experienced by the customer during device preparation. A risk assessment has been initiated to further investigate this issue.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15875655 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.